Manufacturer narrative:
The cause of the patient not being provided with defibrillation energy, after the patient presented with ventricular fibrillation, following a synchronized cardioversion, was determined to be due to the users not following the operating instructions, that instructs the user to enter asynchronous mode and shock manually, when the patient is in vf/vt. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h1 of supplemental medwatch report 0003015876-2021-00732 indicates: malfunction . Section h1 of supplemental medwatch report 0003015876-2021-00732 should indicate: death.

Event description:
The customer contacted physio control to report that during a synchronized cardioversion procedure on a patient, the patient was shocked into ventricular fibrillation, and the device would subsequently not provide defibrillation energy. The patient involved in the reported event did not survive.

Manufacturer narrative:
Physio control performed a clinical assessment of the event and determined that the device use may have contributed to the patient's outcome. A review of the device data indicates that at device time 08:20:18 pm the patient was in a shockable rhythm and the user attempted unsuccessfully to provide defibrillation. The patient remained in a shockable rhythm until the device was disconnected at device time 08:22:47. A review of the device data indicates that at device time 08:18:34 following a synchronized cardioversion the patient presented with ventricular fibrillation. At this time the user attempted to provide manual defibrillation while in sync mode. When energy was not delivered to the patient when the user pressed the shock button, the user failed to follow the operating instruction troubleshooting tips, that instruct the user to enter asynchronous mode and shock manually, when the patient is in vf/vt. Physio control evaluated the customer's device and was not able to duplicate the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that during a synchronized cardioversion procedure on a patient, the patient was shocked into ventricular fibrillation, and the device would subsequently not provide defibrillation energy. The patient involved in the reported event did not survive.